Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) failed to power on" was confirmed during functional testing but was not confirmed during the archive data review. The root cause of the reported complaint was the defective battery cabling, likely due to the frequent use of the device. The autopulse platform is a reusable device and was manufactured in august 2007, and it is over 13 years old, well beyond its expected service life of 5 years. Visual inspection of the returned autopulse platform was performed. Unrelated to the reported complaint, physical damages were observed on the top cover, front and bottom enclosures, battery compartment, battery lock, and the processor board. Based on the photos provided by the zoll service team, the top cover was observed to be scratched and chipped at multiple locations, the label had peeled off, and a large crack was observed near one of the handles. The front enclosure was observed to be broken on the edges, and the bottom enclosure was observed to be broken at one of its screw fittings. The battery lock was bent, and the screw bosses of the battery compartment were noted to be broken. In addition, one of the components on the processor board was damaged/broken. The observed physical damages appeared to be the characteristics of harsh impact due to user mishandling. All the damaged and defective parts were replaced to address the issues. A review of the autopulse platform archive was performed and showed multiple fault code 27 (encoder fault (>3000 rpm)) and fault code 34 (encoder failure) error messages, unrelated to the reported complaint. Based on the archive data files, the error codes were cleared by the customer. Nevertheless, the integrated encoder gearbox was replaced as a preventive precautionary measure to avoid potential future device interruptions due to the mentioned fault codes. During functional testing, the autopulse platform failed to power up due to the defective battery cabling; thus, confirming the reported complaint. The defective battery cabling was replaced to remedy the fault. During further functional testing, unrelated to the reported complaint, the load cell characterization test indicated that the load cell module 2 was defective (no reading). The cracked covers and defective load cell were likely attributed to mishandling such as a drop. The defective load cell 2 was replaced to remedy the fault. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) failed to power on. The autopulse platform was tested with multiple fully charged li-ion batteries; however, the issue was not resolved. No patient involvement.